Event description:
It was reported that during device changeout the bipolar impedance was lower than unipolar impedance on the atrial lead, and inner insulation breakdown was suspected. The lead was programmed to unipolar mode, and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.